Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 380 mg/dl (21.1 mmol/l) while wearing the pod on their leg for between 25 and 36 hours. The reporter stated the pump was not delivering insulin correctly, resulting in high bg levels. An insulin pen was used to administer injections prior to removal of the pod. There was no medical assistance required. The patient was able to resume treatment. The device evaluation found a tear in the cannula.

Manufacturer narrative:
Inspection of the download data and patient history buffer data showed no issues. No timeouts or drive stalls were observed. The automate glucose control algorithm was able to adapt accordingly to the glucose values. The exposed portion of the soft cannula was found to have a tear and cause a leakage as fluid was observed exiting the tear. The tear measured 16.9 mm from the nail head. No internal corrosion was observed. It could not be determined when the tear occurred. The cause of the cannula tear could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.